Manufacturer narrative:
The device was not returned. Patients in all groups experienced early hemorrhage, hematoma, synechia, infection, and perforation. These are expected potential post-op complications with any septoplasty, regardless of the packing or splinting device used, and will vary depending on the patient¿s anatomy, intra-operative techniques and practices, individual capacity for healing, and post-op care/hygiene. There are no allegations or evidence that the medtronic product caused or contributed to any of the post-op complications. Removal of synechia is not done to prevent serious injury or death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a research study was done to observe if there is a difference in the frequency of typical post-op complications based on the post-op timing of splint removal. A medtronic product was included in this study. In the article, titled "optimal time for intranasal splint removal after septoplasty: a prospective clinical study" by fatih ozdogan, et al, patients in all groups experienced early hemorrhage, hematoma, synechia, infection, and perforation. The patient with infection was treated with parenteral antibiotics. A patient that experienced a septal hematoma was hospitalized and was also given parenteral antibiotics, and hematoma drainage was performed. Of note, the patient that experienced early hemorrhage did not require medical intervention or treatment. Synechia (healing scar tissue) between the septum and inferior concha was removed under local anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.